Manufacturer narrative:
Per the pt's pdrn, the pt has since transitioned from pd to hemodialysis treatments. The pt has not been diagnosed with hernia. Medical records have been requested to assist the clinical investigation process. Medical records have been requested to assist the clinical investigation process. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
It was reported that a peritoneal dialysis (pd) pt had been hospitalized from(B)(6) 2014 for symptoms of bowel obstruction adn urine retention. The pt underwent a colectomy.